Manufacturer narrative:
No samples were returned for eval. When a laser probe is inserted in the pt's eye, the air located in the clearance space between the optical fiber and the cannula/nitinol-tube expands due to the eye temp being about 28 f higher than the ambient surgical room temp. Since the back of the cannula/nitinol tube is sealed by the bond, the air escapes forward forming an air bubble at the tip of the cannula/nitinol-tube. An internal investigation has been opened to address the issue reported. (B)(4).

Event description:
Adverse event(s): "no pt harm/injury" (no consequence or impact to pt). Product problem(s): "bubbles observed affecting laser power" (air leak). A customer reported that air bubbles occurred and affected laser power. No additional info was provided. There was no pt harm reported.